Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was dislocating due to a dysplastic hip. No djo product was re-implanted.